Manufacturer narrative:
Currently, it is unk if a davol device may have caused or contributed to the event as no product has been returned and there is product code or lot number provided. No contact or user facility info was provided, so there is currently no means to gather add'l info regarding the event. The info in the medwatch could not be linked to any previously open complaint; therefore, we currently have no means to investigate this complaint further. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge. We will submit a follow-up report should add'l info become available.

Event description:
It was reported by a family member that the pt had what we think is the marlex patch installed in 1999. She had it partially removed at her dr's request in 2003. The dr had done tests and determined that it needed to be removed. During this time, from 1999 to 2003, the mesh had attached itself to my mother's intestine and strangled it. The pt had chronic diverticulitis, and this mesh compounded her problem and reduced her quality of life to that of an invalid. She couldn't eat, as everything she ate made her sick. She lived in constant abdominal pain. She went in for surgery to better her quality of life, even get a colostomy if needed, but she died in the hosp (estimated date of death 2007). All this time we thought it was her diverticulitis, but seeing that there is a recall on the mesh, and reading the surgeons notes where he states that the mesh "... Rolled up into a ball of string and was covered in glue".